Event description:
During a posterior thoracic lumbar fusion surgery with posterior segmental instrumentation the tip of the instrument being used to tighten the crosslink at the rod broke. Surgery was completed successfully with no harm to the patient and no delay due to this issue.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated on the reported information.